Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the internal leakage test and pressure transducer test failed. The pressure transducer printed circuit board (pcb) has been checked and replaced. The issue has been resolved and the device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer pcb may lead to high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).